Manufacturer narrative:
The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "after every surgery, the lymphedema in [patient's] right arm acts up¿. The right side device has been explanted. Manufacturer of the device is unknown.